Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.

Event description:
The customer's father reported the customer received an error-6 display message on her blood glucose meter. It was additionally reported the customer could not check her blood glucose level and experienced stomach aches. The customer was reportedly taken to a hospital where she stayed overnight. It was also reported the customer was diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.